Event description:
It was reported that during an atrial tachycardia procedure, the physician had gained access to the left atrium through the pfo and the patient crashed. An echo was performed and it was found that the patient had a tamponade. A pericardiocentesis was performed and the patient's blood pressure returned. The patient was stabilized, intubated and was transferred to observation. Additional information obtained: the physician believed that the tamponade was caused by the sheath that was used during the procedure (st.jude's sr0 sheath). The patient underwent open heart surgery for the cardiac tamponade, however, the doctor was unable to locate the tamponade or any perforation. The tamponade resolved by itself several days after the open heart surgery. The patient recovered and was discharged from the hospital. However, the arrhythmia that the patient had before the procedure remained untreated.

Manufacturer narrative:
The catheter passed the visual test, electrical test, temperature bath test, and generator test. No problem was found.